Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 0 with fault ID 0-0x277d. There was no information available regarding the impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue recurred.